Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
On (B)(6) 2013, the reporter stated that there was erroneous high results for creatinine and potassium which led the patient to be sent to the hospital for immediate treatment. Test performed by the hospital gave normal results. Additional information received via email on (B)(6) 2013, from the country coordinator who stated that following: an elderly lady had a blood collection completed at home using the bd sstii, when the sample analyzed by the lab elevated potassium 7.4mmol/l and creatinine 77 mg/l were measured. When these results were reported to the physician, he/she placed the patient on dialysis as the best course of treatment. At the start of the dialysis another blood sample was drawn, 2 hours into the treatment her new results were available and the results were normal: potassium 4.8 mmol/l and creatinine 11 mg/dl. Therefore, dialysis treatment was discontinued. The day after they tested the edta sample that was drawn as the same time as the original bd sstii and the creatinine was also normal. However they did not retest the bd sstii sample. This patient was not a dialysis patient.